Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient had a traumatic chiropractor appointment. This event may have caused or contributed to the event. Bilateral ptosis was also reported. This report is for the right breast prosthesis. H6. Health effect - clinical code e2402: chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was ruptured. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced right-sided rupture and grade iii capsular contracture postoperatively. The diagnosis of the capsular contracture was confirmed by a healthcare professional on (B)(6) 2021. As a result, the patient underwent bilateral removal and replacement with two 465cc mentor memorygel breast implant prostheses (catalog #: shpx465, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2021.